Manufacturer narrative:
(B)(4), date sent 2/26/2025, d4 batch #695a34, b3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned unfired with one open package and the pan partially dislodged from right side. In addition, 2 double drivers out of positions, 8 double drivers missing & 1 single driver missing making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 695a34, and no non-conformances were identified. The lot#780a98 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a sleeve gastrectomy the scrub could not place ecr60d on plee60a, staple pocket went out of place.